Event description:
It was reported that the pt experienced shocking from her device. Nothing would relieve the sensation. The physician mentioned a possible "leak of energy". Device replacement was planned. Further info is being requested from the hcp.